Manufacturer narrative:
Pump received with severe scratched lcd window. Test reservoir lock properly inside the reservoir tube. Unit passed displacement test.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the screen. The customer's blood glucose level was 145 mg/dl at the time of the incident. The customer stated they were not able to read the display. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.